Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while advancing the 18fr gore sheath into the left femoral artery, the sheath perforated through the artery and was pushed up into the retroperitoneal space. An aortic occlusion balloon (cook coda) was advanced into the abdominal aorta from the right femoral access side and inflated to tamponade the bleeding from the perforated artery. The gore dry seal sheath was pulled back and removed. An 18fr cook sheath was then advanced over an amplatz super stiff wire, past the tear in the femoral artery and into the abdominal aorta. The coda balloon was deflated and it was determined the 18fr cook sheath was occlusive. Since the patient was stable, the core valve was implanted in good position with trace para valvular leak (pvl). After removal of the 18 fr. Sheath, a covered stent was delivered into the left femoral artery. 4 units of blood were transfused. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).